Event description:
Information received indicates the pump shows as running, but nothing delivers. The biomed was unable to duplicate.

Manufacturer narrative:
Testing found the delivery to be within specification and motor was running smoothly. Complaint could not be confirmed.